Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a prostate brachytherapy procedure; brachy seed calibration date is incorrect. The implantation date is the (B)(6), and the calibration date was for the (B)(6). The physician did a calculation and was still able to use the seeds. The seeds were implanted in the patient. No reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a sales order and device history record (DHR) review were performed for the affected sales order packet certificates and the customer service order packets. Investigation summary: no sample was returned for evaluation. A photo was attached to this record and reviewed as part of this investigation. The photo received was of the ultrasound software used during the brachytherapy procedure. The photo was reviewed and there was no information related to the original complaint, as nothing in the picture has information regarding the dates of the labels. The complaint was found confirmed, and the root cause was determined to be an order processing error by the emea brachytherapy team. Labeling review: the information for use provided with the orders (B)(4), (B)(4) (pk0304818) states "decay corrections must be made to properly calculate the activity of the brachysource seed implants from the labeled reference date to the day they are implanted. To correct for the physical decay of iodine-125, the decay factors at selected days before and after the assay date are shown in the table below". This table allows for the customer to calculate the correct activity on the implant date to be made if the desired implant date is not shown on the label. G3, h6 (patient, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a prostate brachytherapy procedure; brachy seed calibration date is incorrect. The implantation date is the 20th of may, and the calibration date was for the 21st of may. The physician did a calculation and was still able to use the seeds. The seeds were implanted in the patient. No reported patient injury.